Manufacturer narrative:
Concomitant medical products: product ID 3550-63, serial# unknown, product type: accessory; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), implanted: (B)(6) 2014, product type: recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: lead; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97712, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a revision was occurring two days after the report. It was later reported that the patient¿s old system was explanted on (B)(6) and a new system was implanted. An x-ray was performed immediately before surgery and revealed her thoracic lead had pulled down resulting in a loss of therapy. The cause for the migration was unknown. The patient¿s leads, thoracic and cervical, were both explanted. The cervical lead was explanted because the patient no longer had a need for the lead (implanted for left arm pain) and wanted it removed although nothing was wrong with the lead. Two 3778-60 leads were placed in the thoracic region. A new implantable pulse generator (ipg) was implanted. The patient was doing well and receiving effective therapy.